Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 812:05 as a cascade failure from failure code 810:11. Failure code 810:11 could not be duplicated. Therefore, the root cause could not be determined. A baxter repair technician verified the calibration specifications of the air in line printed circuit board. Review of the device event history determined that the reported condition of occurred on (B)(4), 2010 and not the customer reported occurrence date of (B)(4), 2010. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility representative reported a colleague infusion pump with failure code 812:05. It is unknown when this event occurred. The facility representative did not know if there were no reports of patient injury or medical intervention. Baxter's review of the device event history confirmed failure code 812:05 was a cascade failure from failure code 810:11, which interrupted delivery. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available at this time.